Event description:
It was reported that the patient¿s implant had not worked for quite a while. The patient clarified ¿quite a while¿ by stating ¿probably a good year.¿ the patient stated that it had not bothered her until the month prior to report. The patient reported that it was bothering her hips and down her legs. The patient stated the last time she met with the manufacturing representative and had to have it charged. The patient stated that the manufacturing representative told her next time she would have to have surgery. The patient did not remember when that occurred stating that ¿she did not remember and noted that she has had so many surgeries.¿ information previously reported in regulatory report number 3004209178-2015-05140. Any further information regarding this event will be submitted in this regulatory report.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot # j0454723v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot # j0454723v, implanted: (B)(6) 2007, product type lead; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their system was removed because it had shifted and that was why she needed a replacement.